Event description:
During the procedure to insert a PICC line for the purpose of dialysis treatment, the catheter insertion kit malfunctioned. In preparation of the device the doctor was unable to thread guide wire through catheter. A second kit was opened resulting with the same malfunction. Finally, the doctor used a catheter kit from another manufacturer and was able to complete the procedure. Manufacturer response for cath dialysis six inch triple lumen, per site reporter, is no response at present.